Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked reservoir tube window, a broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there was a crack from the reservoir compartment down to the esc button. Customer did not know how damage occurred. Customer's blood glucose was 120 mg/dl. During troubleshooting for physical damage, customer mentioned of being hospitalized on (B)(6) 2016. Customer was already in the hospital due to surgery and blood glucose elevated to 400 mg/dl causing customer to be in diabetic ketoacidosis. Customer was treated with IV drip. Customer was wearing insulin pump at the time of hospitalization.